Manufacturer narrative:
Upon reception, the device was tested, and the reported issue cannot be reproduced, as the smarttouch could connect via bluetooth to the printer.

Event description:
Reportedly, the bluetooth module does not work. No connection neither to smart ECG nor to woosim printer.

Event description:
Reportedly, the bluetooth module does not work. No connection neither to smart ECG nor to woosim printer.

Manufacturer narrative:
Upon reception, the device was tested, and the reported issue cannot be reproduced, as the smarttouch could connect via bluetooth to the printer - the reported event could not observed in the provided log files. - the root-cause of the problem reported could not be determined, it may be resulted from a poor management of communication ports by the programmer, or from bluetooth adapter deactivation due to a software malfunction - the tablet will follow the repair workflow and will be returned to the field.